Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025, due to hyperglycemia (700 mg/dl) and was diagnosed with diabetic ketoacidosis. It was further reported that the patient was on vacation with only two pods left and no backup insulin, and had removed her last two pods earlier in the day after receiving an alert advising her to change the pod. The last pod had been worn on the abdomen for approximately 4 to 24 hours. The patient was initially taken to one hospital but could not be treated there and was subsequently transferred to a second hospital, where she remained hospitalized for one day. Reported symptoms included thirst, increased urination, difficulty breathing, and fatigue. The patient was treated with intravenous insulin, fluids, and potassium, and was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. No hazard alarm was generated.